Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the lid was broken. A technical support specialist confirmed that customer reported that while issuing medication, another cubie opened and the lid was found broken. Customer temporarily taped the lid down and performed a cycle count, confirming the lid was broken. Advised customer to contact pharmacy to replace the cubie. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user attempted to issue medication, an unintended cubie opened. Upon inspection, the user identified that the cubie lid was broken. The user temporarily secured the lid with tape and performed a cycle count, confirmed the lid damage. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.